Event description:
Device report received from synthes (B)(6) reports an event in (B)(6) as follows: during a pediatric procedure on (B)(6) 2013, the surgeon went to use the instrument but the locking nut would not retain as the holding mechanism was broken. Another device was readily available for use to complete the procedure. The procedure time was not extended and there was no reported harm to the patient. (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. (B)(6). Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.